Manufacturer narrative:
Product evaluation: one opened handpiece injector was returned for evaluation for the report of injector overriding the lens and resulting in the lens being damaged. A photo was provided with the complaint file. One photo provided with the complaint file was reviewed. The photo shows a good visual representation of an extremely upward bent injector plunger. This plunger should be straight, with a very slight downward position at the very front section of the plunger. This plunger would not be able to enter properly into the cartridge, which is loaded into the injector for the lens delivery. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. A visual inspection of the iol handpiece injector was performed and was deemed nonconforming. The plunger is bent extremely upward starting at the plunger small diameter section of the plunger. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check could not be performed due to the extreme bent condition of the plunger. The plunger height position is at a very high position. The evaluation does confirm the injector plunger has a large bend in the plunger resulting in a very high plunger position. A very high plunger position will damage a lens during its delivery through the cartridge. The root cause for the nonconforming plunger height is from poor handling, but when and how the plunger position became damaged cannot be determined from this evaluation. This injector has been in service for approximately ten years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no sample has been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. A root cause has not been identified. (B)(4).

Event description:
A facility representative reported that an injector was bent, which made the implant placement difficult. Additional information was provided that the event occurred during a cataract extraction with intraocular lens (iol) implant procedure. The lens was fissured (cracked). The lens was exchanged during the initial procedure.